Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 08/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated ventral hernia¿ surgery and was implanted with a strattice device lot ¿s11054-084¿ on (B)(6) 2012. The patient underwent a ¿incarcerated ventral hernia, exploratory laparotomy, lysis of adhesions, reduction of hernia with partial omentectomy, ventral hernia repair with mesh¿ between (B)(6) 2012. Treatment noted as: abdominal pain, no evidence of hernia or obstruction on (B)(6) 2012; CT fluid collection at the site of hernia repair on (B)(6) 2012; us abdominal abscess drainage on (B)(6) 2012; incision & drainage of infected abdominal wall seroma on (B)(6) 2013; exploratory laparotomy, extensive lysis of adhesions, repair of recurrent ventral hernia with permacol mesh with patient was implanted with a non-abbvie device ¿permacol lot #10b1409¿on (B)(6) 2013; incision, drainage, & debridement of chronic draining abdominal wound, partial excision of mesh on (B)(6) 2013; incision and drainage of abdominal wall abscess, extensive lysis of adhesions, removal of infected mesh with bilateral endoscopic component separation repair of incisional hernia with mesh placement of vacuum dressing and washout of the abdomen, temporary abdominal closure with abthera vac device on (B)(6) 2013 and patient was implanted with an unknown strattice device on the same date due to ¿incisional hernia.¿ patient also underwent bilateral endoscopic component separation repair of incisional hernia with mesh placement of vacuum dressing and patient was implanted with a non-abbive device veritas mesh, lot #unknown¿ and ¿covidien, lot # pnc0063 on (B)(6) 2013 and laparoscopic repair of ventral hernia on (B)(6) 2018. The patient received treatment for ¿cellulitis & induration of skin around umbilicus near drain site¿ on or about (B)(6) 2013. The patient had an ¿incision & drainage of infected abdominal wall seroma, wound vac¿ between (B)(6) 2013. The patient received ¿home healthcare, wound care, maintenance of wound vac¿ ¿post 2013 surgery.¿ the patient received treatment for ¿chronic abdominal pain, bulge to stomach, chronic seroma¿ on or about (B)(6) 2013. The patient was treated for ¿increased abdominal pain & increasing bulge in right abdomen, CT recurrent hernia along right lateral margin of mesh, presumably represents failure of mesh material, no evidence of bowel obstruction, no evidence of recurrent abscess formation¿ between (B)(6) 2013. The patient was also treated for ¿abdominal pain, large seroma infected with staph, cellulitis & abscess at site, drained, wound vac, ventral hernia repair with mesh¿ between (B)(6) 2013. The patient underwent an ¿exploratory laparotomy, extensive lysis of adhesions, repair of recurrent ventral hernia with permacol mesh¿ between (B)(6) 2013. The patient received a ¿CT multiple loops of small bowel contiguous with posterior abdominal wall & posterior aspect of mesh, may be due to adhesions¿ on or about (B)(6) 2013. The patient underwent an ¿incision, drainage & debridement of chronic draining abdominal wound, partial excision of mesh (beneath mesh is an abscess cavity with pus & free-floating suture)¿ between (B)(6) 2013. The patient was treated for ¿open wound to abdomen, increasing abdominal pain, wound drainage, CT - more midline anterior wound, no new underlying fluid collection, new wall thickening & mild pericolonic stranding at hepatic flexure, no evidence of obstruction, wound vac placed¿ between (B)(6) 2013. The patient received a ¿CT - new small ventral hernia with nondilated loops of small bowel with no evidence of obstruction¿ on or about (B)(6) 2013. The patient then received another ¿CT - interval repair of prior midline abdominal wound defect with stable to slightly decreased postsurgical changes in abdominal wall, new small ventral hernia containing a nondilated loop of small bowel, no bowel obstruction¿ on or about (B)(6) 2013. The patient received a ¿CT - small ventral hernia to left of midline . . . Additional small bowel loops adherent to anterior abdomen, raising possibility for adhesions¿ on or about (B)(6) 2013. The patient underwent an ¿incision & drainage of abdominal wall abscess, extensive lysis of adhesions, removal of infected mesh; CT - soft tissue masses in mid upper abdomen with adjacent inflammation - appears to represent abscesses, midline abdominal wall hernia without significant change, no bowel obstruction, washout of abdomen, temporary abdominal closure with abthera, vac device¿ between (B)(6) 2013. The patient then underwent a ¿bilateral endoscopic component separation repair of incisional hernia with mesh, placement of vacuum dressing, removed previous mesh, mesh implant, wound vac¿ on or about (B)(6) 2013. The patient was treated for ¿abdominal pain, nausea, vomiting postsurgery, CT does not show significant acute abnormality¿ on or about (B)(6) 2013. The patient was seen for ¿abdominal pain¿ on or about (B)(6) 2013. The patient had a ¿drainage from blister like area over wound, small hernia about 5 cm in middle of wound¿ on or about (B)(6) 2014. The patient then underwent a ¿recurrent incisional hernia repair with mesh¿ between (B)(6) 2014. The form indicates that the devices were removed or revised as follows: ¿(B)(6) 2007 laparoscopic ventral hernia repair with mesh; 20/sep/2012 exploratory laparotomy, lysis of adhesions, reduction of hernia with partial omentectomy, ventral hernia repair with strattice mesh, abdominal abscess drainage; (B)(6) 2013 incision & drainage of abdominal wall abscess, extensive lysis of adhesions, removal of infected mesh; washout of abdomen, temporary abdominal closure with abthera vac device ; (B)(6) 2014 drainage from blister like area over wound, small hernia about 5 cm in middle of wound (B)(6) 2014 recurrent incisional hernia repair with mesh.¿ this record captured 2nd strattice.